Manufacturer narrative:
The following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due their history of pulmonary embolism, and deep vein thrombosis (dvt) of left external iliac vein with contraindication to anticoagulation. During implantation of the filter via right common femoral vein, the filter was appropriately deployed such that it was centered right at the l3 vertebral body level. It was centered, all the lines of the filter were all symmetric. There did not appear to be any complications and the patient tolerated the procedure well. According to the information received in the patient profile form (ppf), approximately on or about four years and eleven months post implantation of the ivc filter the patient became aware of the alleged events and reports to have a fractured filter, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and states that the device is unable to be retrieved. However, no attempted removal of the filter is known. Patient states that the fractured filter struts are retained within their body but does not recall their location at this time. Patient also reports to suffer from pain due to the complications listed. The patient reports to suffer daily fear from possible movement and danger of fractured metal in their body and has daily sharp pains in their chest. The patient states that they have been advised it is too dangerous to remove the filter because of the fracture and these injuries have caused emotional distress, mental anguish, anxiety, and stress. As reported, the patient underwent placement of optease vena cava filter. The patient presented with pulmonary embolism, deep vein thrombosis of the left external iliac vein with a contraindication for anticoagulation. A venogram revealed that the proximal common iliac vein, inferior vena cava (ivc) and renal veins were all widely patent. The optease filter was deployed via the right common femoral vein and centered at the l3 vertebral body level. The patient tolerated the procedural well. Approximately four years and eleven months after the implant, the patient became aware that the filter had fractured and had embedded in the wall of the ivc. Additional information received indicates the patient had developed blood clots, clotting and/or occlusion of the ivc and thrombus in the filter and in the ivc. The patient further reported that the device was unable to be retrieved. From the information received, there is no evidence that removal of the filter had been attempted. The patient also reported suffering from pain due to the complications listed. The patient reports to suffer daily fear from possible movement and danger of fractured metal in their body and has daily sharp pains in their chest. The patient stated that they had been advised that it was too dangerous to remove the filter because of the fracture and these injuries have caused emotional distress, mental anguish, anxiety, and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The reported filter embedment could not be confirmed and could not be further clarified at this time. The optease vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Blood clots and thrombosis/occlusion within device and the ivc do not represent a device malfunction. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections b5, g4, g7, h1, h2, and h6 have been updated accordingly. Section b5: according to the information received in the new ppf, the patient states to have fractured filter struts retained in their renal vein, kidney, and stomach that remain unremoved. The patient also reports that they had a CT performed for evaluation of their ivc filter. The CT scan reported fracture of multiple filter struts and embedment. The patient further asserts to suffer from pain in her chest due to these complications. As reported, the patient underwent placement of optease inferior vena cava (ivc) filter. Per the medical records, history includes pulmonary embolism, and deep vein thrombosis (dvt) of left external iliac vein with contraindication to anticoagulation. During implantation, the filter was appropriately deployed at the l3 vertebral body level. It was centered, all the lines of the filter were all symmetric. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to ivc and filter thrombosis and evidence that filter is embedded. Per the patient profile form (ppf), the patient reports a fractured filter, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and states that the device is unable to be retrieved. However, no attempted removal of the filter is known. The fractured filter struts are retained in their renal vein, kidney, and stomach that remain unremoved. Patient also reports to suffer from pain due to the complications listed. The patient also reports pain, and fear. A CT scan done to evaluate the filter revealed multiple filter struts and embedment. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: one life-threatening episode of ivc and filter thrombosis and evidence that filter is embedded and recommendation that filter removal not to be attempted. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.